Manufacturer narrative:
The catalog and lot numbers of the device are unk. A DHR review for the device could not be performed. The sample has not been returned to the manufacturer to date. The event investigation is currently underway. This report is associated with medwatch uf/importer report #(B)(4).

Event description:
It was reported in a medwatch report: "event desc: a 1/4 inch piece of wire from a bard fluency stent was noted in fistula needle when the needle was removed at the end of a dialysis treatment." Further investigation found no medical intervention was performed as a result of this event and there have been no further incidents reported as a result of this occurrence. There was no report of injury to the pt.